Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Customer reported that a patient got a hip implant (mdm) 3 months ago. Patient fell and this caused a hip luxation. As a result the mdm ball luxated from the femoral head.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed on review of the provided medical records by a clinical consultant. Method & results: device evaluation and results: a visual inspection of the returned device noted nothing remarkable. Dimensional inspection: a dimensional inspection was performed device. All dimensions were found to be within specification. Medical records received and evaluation: a review of the provide medical records concluded; a fall of the patient at 3-months post primary arthroplasty has caused a hip dislocation where the intraprosthetic dislocation type with escape of the mdm poly bearing from the metal shell and bearing required revision surgery. A high cup inclination as likely secondary factor to promote dislocation risk was addressed during revision as well through cup exchange into more normal position. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a medical review concluded, a fall of the patient at 3-months post primary arthroplasty has caused a hip dislocation where the intraprosthetic dislocation type with escape of the mdm poly bearing from the metal shell and bearing required revision surgery. A high cup inclination as likely secondary factor to promote dislocation risk was addressed during revision as well through cup exchange into more normal position. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Customer reported that a patient got a hip implant (mdm) 3 months ago. Patient fell and this caused a hip luxation. As a result the mdm ball luxated from the femoral head.